Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.

Event description:
Customer called and reported a button error. Customer reported bg was 372. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.